Event description:
It was reported that a patient experienced an occlusion alarm during a meal announcement, during which less than half of the intended insulin was delivered. Following the occlusion alert, the patient administered backup therapy insulin via injection and disconnected from the device. The patient planned to remain disconnected for approximately two hours while monitoring glucose levels. The patient was using a 23-inch tubing with a 6 mm contact detach infusion set and reported having insulin on board from both the device and the manual injection. While disconnected, the agent instructed the patient to fill the tubing to check for insulin flow, and the patient confirmed that insulin drops were observed. Because blood glucose levels were not significantly elevated, the patient was advised that they could reconnect to the infusion site, with the recommendation to replace the site if another occlusion alert occurred. The highest reported blood glucose level during the event was moderately elevated, was not out of range for more than 90 minutes, and was corrected using backup therapy. The device did not alert for high or low glucose, and no symptoms, outside assistance, or medical intervention were reported. During follow-up communication, the patient reported that glucose levels had improved and that the infusion site components, including the needle, sensor, and tubing, had been replaced. Insulin flow testing was successful, and insulin delivery was reported to be functioning as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.